Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Moisture damage on the electronics, motor, vibrator and battery tube assembly during visual inspection. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated her son did throw water to her. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.